Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Neither the reported patient symptoms or device performance allegation can be confirmed. Based on the information available, a conclusion code of no problem detected was assigned to this investigation.

Event description:
It was reported that the patient implanted with this artificial urinary sphincter (aus) experienced urinary incontinence as the device was no longer working, leading to a surgical procedure. During the surgery, fluid loss was noted; however, its source was not confirmed. The entire device was removed and replaced with a new aus. Surgery outcome was reported as good, and the patient was set to recover.